Manufacturer narrative:
The complaint description states that the revision is due to the breakage of the stem in neck area, without any trauma. The device associated to the complaint were returned for analysis. Visual analysis of the returned product shows a rupture of the neck of the prosthesis is found. No distinct fracture initiation point was found. The location of a shear lip on the distal fracture face and the appearance of both fracture faces suggest that a crack may have originated from the superior anterior region of the femoral neck. It was unlikely that a manufacturing defect was present. The DHR analysis performed for the corail stem (l20314 / 5006305) did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed for the stem, no other similar complaint was reported for the affected product codes and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint description states that the revision is due to the breakage of the stem in neck area, without any trauma. The device associated to the complaint were returned for analysis. Visual analysis of the returned product shows a rupture of the neck of the prosthesis is found. No distinct fracture initiation point was found. The location of a shear lip on the distal fracture face and the appearance of both fracture faces suggest that a crack may have originated from the superior anterior region of the femoral neck. It was unlikely that a manufacturing defect was present. The DHR analysis performed for the corail stem ((B)(4)) did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed for the stem, no other similar complaint was reported for the affected product codes and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient received hip-tep in 2009 in (B)(6). Revision (B)(6) in 2015 because of breakage of stem in neck area. No trauma. Update rec'd 11/23/2015: litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, in the area of the hip implant, thereby, negatively affecting her ability to perform activities of daily living. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium ions and particles to be released into the patient's blood, tissue and bone surrounding the implant.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 8/5/2015 - medical records received. After review of the medical records for MDR reportability, the patient was revised for a broken stem and stiffness was also indicated. While trying to remove the broken stem, a small crack in the posterior calcar which was cabled. No labs were provided for the alleged high metal ions. There was no mention of metal debris. The complaint was updated on: 1/7/2016.